Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis also indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Lastly, analysis indicated that the outer insulation of the lead was breached due to multi-lumen tubing voids while in vivo and that the outer insulation was ruptured. Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise visible on electrocardiograms. The lead was programmed off until lead revision. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.